Event description:
It was reported that during follow-up, a stored alert for high, out of range hv lead impedance was observed on the rv-svc and the rv-can vectors. The date of the alert was one year ago, one day post implant of the ICD. Review of data showed the hv lead impedance has been high, out of range since that date. The patient was asymptomatic and will continue to be monitored. No further information is available.

Event description:
New information was received indicating that during revision, the lead pin pulled right out without adjusting the set screws. Lead tested normal via pacing system analyzer after being disconnected. The lead was reconnected to the device, and all measurements were within specifications. Patient was fine after the procedure.

Manufacturer narrative:
(B)(4).